Manufacturer narrative:
(B)(4). Batch # t5cl9m. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut there were no staples present, indicating that the device achieved a full firing stroke. Further analysis shows the following: shroud pin broke and trapped between frame and rotation knob. Weld separations at rotation knob. Casing was not fully seated. Casing tab was found broken. Traces were broken on the flex circuit. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the damaged handle/shroud noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection the surgeon was doing an anastomosis and when attempting to close the device it would not close. Some tissue may have been preventing it from closing and was removed. After two or three attempts the device closed and fired correctly with no patient consequences reported.